Event description:
It was reported the patient had her acticon device removed and replaced for unknown reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
Cuff: catalog #: 72401966, expiration date: 4/2/2014, serial #: (B)(4), manufacture date: 4/2009. Balloon: catalog #: 59108004, expiration date: 4/13/2014, serial #: (B)(4), manufacture date: 4/2009. Pump: catalog #: 72402287, expiration date: 78/2014, serial #: (B)(4), manufacture date: 7/2009.